Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. Troubleshooting found the electrode was missing from the sensor. It was also found the customer had discrepancies between their sensor glucose and blood glucose. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.